Event description:
The pt experienced 4-5 second shocking sensation and occasional numbness throughout the day. Additionally, the implantable neurostimulator was turning off by itself. The off state was confirmed using the pt programmer. The neurostimulator battery was fully charged when it occurred. The pt would have to recharge the device and then turn it back on with the recharger. The on/off episodes occurred whether the pt was sitting or standing. Impedance values were normal. There were no falls or trauma associated with the prior to the onset of the problem. The pt was instructed to keep a diary of all activities with the spinal cord stimulation sys. She was also instructed to use the pt programmer to the turn the implantable neurostimulator on and off and only use the recharger for recharging. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).